Manufacturer narrative:
Concomitant medical products: product ID: 977c265; serial#: (B)(4); implanted: (B)(6) 2019; explanted: (B)(6) 2019; product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 29-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was implanted today, and when registering his device, we noticed that he had been implanted once before. It appears that his initial product was explanted around 3 years ago. Per the physician, it was explanted due to infection. Implanted with new product.